Event description:
Allegedly during removal surgery, the surgeon heard 3 times abnormal noises when he removed the screws. The surgeon want to know the cause of noise.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00063, 00064. This event occurred in (B)(6).

Manufacturer narrative:
This is the final report with investigation results. Method of investigation was actual device evaluated, visual inspection mechanical testing, device history reviewed and complaint history reviewed. Investigation results found no failure detected. Conclusion of human factor issue. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was returned. This MDR is also related to the same incident as 1043534-2014-00063 and 1043534-2014-00064.